Event description:
It was reported that a patient underwent a hepatobiliary surgery on (B)(6) 2010 and suture was used to sew the fascia. When the surgeon knotted the suture, the needle was broken. The broken part did not fall into the patient. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The internal affiliate reports the following possible batch number: batch cgm830 mfg date: 06/07/2010, exp date: 01/31/2015.